Event description:
During a tonsilectomy and adenectomy the doctor was using the conmed pencil when a string attached to a sponge in the child's throat caught fire. It was quickly put out and there was no harm to the child. The child was intubated with an uncuffed tracheal tube and 100% oxygen was in use.